Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the system implant procedure, after the v-lead and a-lead were fixed into the tissue as usual, the physician started to connect them with the device. When the atrial lead was inserted into the connector pin cavity, the torque wrench clicked. However, no click was heard when the ventricular lead was inserted, and the physician felt as if the setscrew inside was just turning idle. The physician ensured that the is-1 pin was fully inserted into the cavity, and the lead body did not come off when pulled. By turning the driver again, the lead was reconnected, but the situation remained the same. Suspecting that a problem might exist in the torque wrench, a non-mdt torque wrench (resterilized) was used, but the result was the same. Then, another physician tried it again but had the same result. When the torque wrench was turned, it did not click and seemed like it just kept turning idle. Yet, the lead stayed connected when it was pulled lightly. The physician commented that there might be something wrong with the dev ice setscrew. Therefore, the device was replaced with another one. No issues were noted when the new device was connected with the atrial and ventricular leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, foreign material on set screw, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.